Event description:
During patient use, the autopulse platform (s/n (B)(4)) stopped compressions multiple times and displayed user advisory (ua) 02 (compression tracking error). The crew re-adjusted the lifeband, but the platform kept displaying the ua02 advisory message. The crew turned off the autopulse platform and powered it back on; however, the issue was not resolved. The crew switched to manual CPR. No consequences or impact to the patient. Back at the station, the customer tested the autopulse platform using an autopulse torso manikin, positioned on the platform exactly as specified in the autopulse system user guide deployment section. However, the platform reproduced the ua02 advisory message multiple times. In addition, the customer replaced the battery, but the issues persisted.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) stopped compressions multiple times and displayed user advisory (ua) 02 (compression tracking error)" was confirmed with archive data review, but it was not confirmed during functional testing. The likely root cause of the intermittent ua02 advisory messages was the defective drivetrain motor, possibly due to a defective component. Visual inspection was performed and found no apparent physical damage to the autopulse platform. The archive data review showed multiple ua02 advisory messages around the customer's reported event date, confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error, and the reported ua02 advisory message was not replicated. A load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. Unrelated to the reported complaint, the lcd screen displayed no backlight upon powering on the platform. However, the display was still readable. Troubleshooting the problem found that the root cause of this issue was the defective lcd assembly, which was replaced to address the backlight issue. During further functional testing, the autopulse platform repeatedly stopped compressions and displayed user advisory (ua) 17 (max motor on-time exceeded during active operation), unrelated to the reported complaint. Investigation and troubleshooting revealed that the drivetrain motor was defective, which most likely had caused the intermittent occurrences of both the ua02 and ua17 advisory messages. The defective drivetrain motor assembly was replaced to remedy the faults. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).